Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular - rv lead, it was noted that the rv lead exhibited high capture threshold, was dislodged, and failed to be fixated. The rv lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgment, capturing problem and unable to implant. As received, a complete lead was returned in one-piece. Visual examination found the helix was fully extended and clogged with blood/tissue. The full helix extension length was measured within specifications. The reported event of capturing problem was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted on the lead body.